Event description:
Staff opened electrodes and noted black mold-like growth around edge of electrode pad where foam meets white adhesive. Also noted growth on the inside of the package. Other packages (same lot) had similar growth. Child and adult pads pulled.